Event description:
Customer reported a popping noise coming from hv tank. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank, and performed a filament calibration. System operates as intended.